Manufacturer narrative:
Initial.

Event description:
It was reported that the user accidentally submerged the ilet pump in a pool, after which the pump would not power on despite troubleshooting; this aligns with a device problem of moisture damage involving the seal component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed leakage at the seal consistent with moisture ingress, corresponding to moisture damage of the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.